Event description:
The customer reported the alarm tone is intermittent. Also at times the alarm does not sound when motion is detected. There was no pt contact.

Manufacturer narrative:
(B)(4) - alarm, failure to. Product was requested to be returned for eval and has not been rec'd. Note: the submission is based solely on the user facility statement. (B)(4).